Event description:
Reporter indicated that pt's generator was explanted due to infection. The pt underwent generator replacement surgery in 2002 for end of service. On 02/2002, a different physician removed the pt's stitches and the incision site started to open. The pt was seen by neurologist on 02/2002 and was prescribed antibiotics. Neurosurgeon later chose to explant the generator. Attempts to obtain additional info have been unsuccessful to date.